Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A thrombus has occurred. It was that during a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. After crossing the septum, a thrombus formation was suspected located on the versacross rf wire. The rf wire was removed, blood was aspirated through the sheath revealing a thrombus. Activated clotting time (act) was 314, patient was given 10,000 unit of heparin plus additional heparin during procedure. No further complications occurred. The device is not expected to be returned for analysis (disposed).